Manufacturer narrative:
(B)(4). The analysis results found that the device arrived in good visual condition and with an ancillary trocar inside the anvil. The breakaway washer was present and uncut and the device was received void of staples. The ancillary trocar was removed without any difficulties. The device was reloaded with staples and tested for functionality; the device formed all the staples, as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. It should be noted that to detach the ancillary trocar, it should be rotated 45 degrees in the anvil shaft so that the finger notches are perpendicular to the locking springs (unlocked position). Utilizing the finger notches, pull the ancillary trocar out of the anvil shaft. Please reference the instructions for use for additional information. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during a laparoscopic roux-en-y procedure, the ancillary blue trocar was difficult to place inside the anvil. The fit between the ancillary trocar and the anvil was very tight. Once they got the ancillary trocar into the anvil, they could not remove the trocar from the anvil. Another device was used to complete the case with no consequence.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.